Event description:
Customer reported that a donor, who is a known subgroup of a, tested as o on galileo.

Manufacturer narrative:
Blud_direct was used to retrieve instrument images. The test well reactions are consistent with the report group o results, i.e. Negative reaction in the anti-a test well.the galileo operator's manual states that the galileo cannot reliably detect hemagglutination reactions that are graded as 1+ or less in test tube methodology.